Event description:
The email received for the (B)(4) study indicated that the cec adjudication committee agreed that during index procedure the patient had a peri-procedural myocardial infarction. The patient is a (B)(6) man with a history of dyslipidemia and hypertension who presented with a positive functional ischemia study, braunwald class I angina and a 99% stenosis in the mid left anterior descending (lad). There were two separate lesions treated. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of two separate study stents ((B)(4)/ lot 15033500 and (B)(4)/ lot 15047075) in the mid lad. There was a gap of approximately 7mm between stents. The site reported a 0% final residual in-lesion stenosis with no dissection. The procedure was uncomplicated. The site reported no post-procedure complications. The patient was discharged the next day on dual antiplatelet therapy. Eight days post procedure the patient underwent a staged procedure with placement of a cypher ((B)(4)/ lot 15066445) stent in the 1st obtuse marginal.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00171 and 3003742446-2012-00172.

Manufacturer narrative:
The complaint received states that per the cec adjudication committee this (B)(4) study patient suffered a peri-procedural mi. The patient is a (B)(6) man with a history of dyslipidemia and hypertension who presented with a positive functional ischemia study, braunwald class I angina and a 99% stenosis in the mid left anterior descending (lad). There were two separate lesions treated. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of two separate study stents (cxs28250/ lot 15033500 and cxs18350/ lot 15047075) in the mid lad. There was a gap of approximately 7mm between stents. The site reported a 0% final residual in-lesion stenosis with no dissection. The procedure was uncomplicated. Pre-procedure, no cardiac enzymes were drawn. Post-procedure on (B)(6) 2009 at 02:58, the ck was 140 (nl 174, ratio <1), the ckmb was 8.4 (nl 5, ratio 1.68), and the troponin t was 0.10 (nl 0.01, ratio 10). A 16-24 hours post-procedure draw was not done. This enzyme elevation has been deemed by the adjudication committee as an arc peri-procedural pci thus the file was coded for mi. The site reported no post-procedure complications. The patient was discharged the next day on dual antiplatelet therapy. Eight days post procedure the patient underwent a staged procedure with placement of a cypher (cxs16275/ lot 15066445) stent in the 1st om. There were no reported complications. The study stents remain implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00171 and 3003742446-2012-00172.